Event description:
As reported by our edwards lifesciences affiliate in mexico, approximately 4 years post transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the valve has degenerated, and a valve-in-valve is required. The patient is symptomatic and was diagnosed with severe regurgitation via an echocardiogram. The echocardiogram also showed a valvular area of 1.1 mm2, a maximum velocity of 3.7 m/s, and a gradient of 32 mmhg. Further assessment concluded that there was a dysfunction of the valve due to calcification with thickened leaflets.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report number in section h10 (related report numbers). This is one of two manufacturer reports being submitted for this case. Manufacturer report number 2015691-2025-05442 for details of the other event. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided and from the investigation. The following sections of this report have been corrected/updated: e1 (reporter name and address), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for valve calcification that required a valve-in-valve has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, the process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Although a definitive root cause was unable to be determined at this time, it is possible that one or more of these factors may have been present and caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.